Manufacturer narrative:
Section d4, h4, h8: additional information. Investigation conclusion: the reported event could not be confirmed as no pictures were submitted for evaluation and no product was returned. Additionally, the submitted log file appeared to show the pump operating as intended. The log file driveline data is normal so the breaks in the driveline outer jacket appeared to be cosmetic. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The heartmate ii lvas IFU and patient handbook address how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 years, 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported on (B)(6) 2019 that the patient had multiple open breaks in driveline up to ¼ inch in length, with wires exposed. The patient was not sure if the driveline has been exposed to water during shower or not. There were no events noted during the interrogation. Log files were submitted and technical services noted that there were no unusual events seen within the log files. The log file driveline data is normal so the breas in the driveline outer jacket are cosmetic. Technical service advised to secure the outer jacket breaks with a rescue tape. The mcs equipment is operating as intended.